Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure). The asp found that peep was higher than set. In addition, the asp observed that the device's exhaled tidal volume (vte) levels were low and that it was providing low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the ventilator being unable to maintain (high) peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels and low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the internal flow transducer (ift) and metering valve to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift and metering valve.